Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customer confirmed they cleaned, disinfected, and sterilized the product before sending it to olympus. The customer did not know when the foreign material adhered to the endoscope or what the foreign material is. It¿s unknown if there was a delay in the start of precleaning. There were no abnormalities in the accessories used for reprocessing. The customer flushed the air/water nozzle with water and air. The endoscope was not immersed in the detergent solution. It¿s unknown if the air/water nozzle was wiped/brushed with clean lint-free cloths, brushes, or sponges. The air/water nozzle / channel was flushed with the detergent solution. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was clogging the nozzle. The foreign material appeared to be protein, cellulose, and carboxylate components. The root cause of the foreign material remaining is unable to be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation (weak air/water supply) was confirmed. In addition to the foreign matter in the nozzle, there were scratches on the plastic distal end cover. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported that when using an evis lucera elite gastrointestinal videoscope, the air/water supply was weak. The event occurred during preparation for use and was completed with a similar device. There was no patient harm associated with the event. The device was returned and evaluated, and upon estimation, the nozzle was clogged with foreign material. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.